Manufacturer narrative:
Device eval summary: device eval of battery charger/modem sn (B)(4) has been completed. The reported problem (charger faults) has been confirmed. Upon investigation, the battery charger was unable to charge a battery pack. The cause for the failure was isolated to a shorted q1 current-controlling transistor on the bedside board. The root cause for the shorted q1 transistor could not be positively identified. No adverse event resulted from the defective battery charger/modem. The pt received a replacement battery charger/modem.

Event description:
A zoll pt service rep (psr) called zoll customer support to report that a (B)(6) male pt was receiving a battery charger faults. The pt was issued a replacement battery charger/modem.